Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution set would not prime. This occurred during priming with propofol. The nurse stated that when the unknown bottle was spiked with the vented tubing, the set would not prime. The nurse stated that they had to ¿open and close the vent or spike the vent to get it to work.¿ there was no patient involvement. No additional information is available. This is report 11 of 13.